Event description:
It was reported that during a lap appendectomy procedure, after firing the device, the metal came off the cartridge. The procedure was completed with a like device. There was no patient consequence.